Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm pressure upon the first inflation. The procedure was completed with another of the same device. No complications reported and the patient is stable.